Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high impedance measurements, and the stylet had failed to advance in the ra lead. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and failure to advance stylet were not confirmed. A complete lead was returned in one piece. The stylet that was used in the field was not returned for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The lead was tested with a stylet and was able to be inserted from the connector pin all the way to the distal tip with no restriction noted and was easily removed. Correction: section g2: checked distributor and foreign as it was missing in the previous report. Correction: section h11: "corrected data" was checked erroneously in the last report.

Manufacturer narrative:
The reported events of high pacing impedance and failure to advance stylet were not confirmed. A complete lead was returned in one piece. The stylet that was used in the field was not returned for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The lead was tested with a stylet and was able to be inserted from the connector pin all the way to the distal tip with no restriction noted and was easily removed.